Event description:
It was reported that during an unknown cause, a prong broke off when they were trying to install the cartridge with no pieces falling into the patient. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.